Manufacturer narrative:
Weight: unk. (B)(4). Lens not returned.

Event description:
The reporter stated the surgeon implanted a 13.7mm micl13.7 implantable collamer lens, -12.5 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to oversized (high) vault. The lens was exchanged for a 13.2mm icl with the same diopter.